Event description:
Following rotator cuff surgery, the pt's parkinson's symptoms returned; her tremors returned. In late aug, the pt was unable to adjust her stimulation using two different pt programmers. Only the 9 volt battery light on the pt programmer was lit. The pt saw her doctor in early sept and it was determined that the implantable neurostimulator (ins) was "completely dead". The pt had no stimulation sensation. It was noted that the ins was "set high" as this might have caused the battery to deplete faster. The pt was scheduled to have ins replaced later in sept. Additional info has been requested, follow-up reported will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4)